Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had pump error alarm and frozen display. The customer¿s blood glucose level was unknown at the time of the incident. Alarm occurred during the time that the buttons were not responding. Customer stated that unable to clear power loss alarm and pump error. Troubleshooting was performed for keypad anomaly. Customer stated that insulin pump had not completely blank display. Customer stated that no response from any button. The insulin pump will be returned for analysis.